Event description:
The customer reported the single use 3-lumen sphincterotome was not energized and could not be used to complete the therapeutic endoscopic sphincterotomy (est) procedure. A new device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the wire sheathing was torn and the knife wire was exposed. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the tip of the knife wire was burnt. There were no problems with connectivity between the knife wire and the control plug. The device was tested with a high-frequency ablation power supply, and electricity was conducted without an problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the torn coating could not be determined, likely factors causing the tear could have been the following: - it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. - judging from the condition of the coated portion, its possible that the coated portion exposed by the knife wire did not fall off into the body, but melted due to the heat generated when the current was applied. The device not being energized was likely due to a tear in the wire coating that caused current leakage and reduced output; however, a definitive root cause was not determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. - if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.